Event description:
A report was received by baxter and indicates the following: this is a report by a physician regarding a leaking uv transfer set resulting in bacterial peritonitis in a female patient coincident with dianeal and extraneal therapy. In late 2008, the patient found a leak in the transfer set which had been used for 150 days. On the same date, the patient had the transfer set changed at the hospital and began unspecified antibiotic therapy for 3 days as a precaution. The next day, the patient noticed that her peritoneal effluent was cloudy. The cloudy effluent continued the next day and the patient was seen by her physician. The patient's temperature at that time was 36.2 degrees celsius. No abdominal pain was noted. The following day, the patient was treated with exacin (aminoglycoside antibiotic) 400mg and rasenazolin (antifungal) 1gram into three peritoneal dialysis (pd) bags. Original date, the patient began receiving oral meiact (cephalosporin) 100mg, three times daily. The next day, the patient was diagnosed with peritonitis. The patient began intravenous (IV) sulperazon (broad spectrum cephalosporin) 1gram daily. Two days later, the patient recovered from the event of peritonitis. Four days later, the sulperzon, exacin and rasenazolin were discontinued. Two days later, the meiact was discontinued.

Manufacturer narrative:
The lot number is unknown, however, the sample has been returned for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.